Event description:
Seven (7) employee needle sticks have been reported. Two (2) were investigated and identified as human error. Five (5) following investigation appear related to the construction of the needle box being used. Employees describe the needles "flip out" resulting in injury to staff.